Event description:
Related manufacturer reference number: 1627487-2023-05677. It was reported patient was experiencing pain at the ipg site and l1 drg lead was exhibiting high impedances. As such surgical intervention took place where the entire system was explanted.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.